Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Not explanted. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location: supplier - (B)(6), packaged by: (B)(4), manufacturing date: 3/31/2015, expiration date: 10/31/2014 , part #: 616.03.01s, lot#: dsc6247 (sterile) - cranios reinforced rotary mix 3cc-sterile. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reported the following event: it was reported that during cranioplasty cement felt more granular than usual when mixed as per instruction; "it set but not as hard" during a cranioplasty. Patient was stable after surgery.this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records was conducted. The report indicates that the manufacturing location: (B)(4), packaged by: (B)(4). Manufacturing date: 3/31/2015 expiration date: 09/28/2016 part #: 616.03.01s, lot#: dsc6247 (sterile) - cranios reinforced rotary mix 3cc-sterile. Quantity (B)(4). Lot was release to the warehouse on 3/31/2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.